Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer hit pump on the corner of their countertop and the pump screen shattered. The touch screen became black and customer could no longer see anything on the touch screen. Customer's blood glucose was 105 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.